Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was emitting call service communication alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box and alarm history did not find any evidence of call service alarms. The pump powered on normally and was exercised for 24 hours with no alarms occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; the display was dim and discolored; the bolus button cover was punctured but the button remained responsive.